Event description:
It was reported that patient was not able to get enough pain relief and having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure and the explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware.